Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that a new dcs was used during the attempt to implant the second medtronic transcatheter valve. It was noted that the implant of the second medtronic transcatheter valve was unsuccessful because the second dcs could not be advanced through the first valve pinned against the ascending aorta. No further details were provided.

Manufacturer narrative:
Image review: four media files were provided for review. The valve was deployed just prior to the point of no recapture and an angiogram confirmed appropriate depth of the evolut, approximately 3mm at the non-coronary cusp (ncc) and 6mm at the left coronary cusp (lcc). Of note, as stated in the instructions for use (IFU), the recommended target depth is 3mm relative to the valve annulus. If the implant depth is 1 mm or 5 mm, consider recapture. In this case, recapture was not warranted. For unknown reasons, the valve appeared to be above the annulus after full release. It was reported the valve eventually dislodged completely. However, the cause of the dislodgement remains undetermined. The dislodged valve was snared, and an attempt was made to deliver a second valve, but the delivery catheter system (dcs) interacted with the dislodged valve, thus further attempts were aborted. Subsequently, a non-medtronic valve was implanted. It was reported that an aortic dissection was identified, and the patient was converted to surgery. Images of the aortic dissection were not provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: d-evolutfx-2329, lot #: 0012063623, ubd: 2025-12-03, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [deliv sys d-evolutfx-2329] product ID [d-evolutfx-2329] serial/lot (B)(6) use by date [2025-11-28] UDI (B)(4). The codes present in correspond to multiple components/products that comprise this reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was not performed. The valve moved up during deployment, and then dislodged after release. The tabs on the delivery catheter system (dcs) did not immediately release the valve, so the dcs may have played a role in the dislodge. A second medtronic transcatheter valve was attempted to be implanted but was unsuccessful. The system was withdrawn, and a non-medtronic transcatheter valve was implanted. The medtronic transcatheter valve was subsequently explanted during surgery to repair the aortic dissection. In terms of patient anatomy, the patient had fibrotic leaflets that contributed to the dislodge. The deployment starting point was at the bottom of the pigtail catheter, and the valve dislodged aortic. Prior to the dislodge, the implant depth on the non-coronary cusp (ncc) was 2-millimeter¿s (mm) and the implant depth on the left coronary cusp (lcc) was 4 mm. Additionally, a non-medtronic (safari) guidewire was used during the procedure. It was noted that the dissection likely occurred when the first valve was snared out of the sinuses, or while attempting to implant the second med tronic transcatheter valve. Per the physician, patient anatomy did not contribute to the aortic dissection. The patient was reported as doing well and was discharged from the hospital. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged. A second valve was required, however, an aortic dissection was observed. The procedure was converted to open heart surgery to repair the dissection. The valve was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012056324); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.